Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the customer did not return the stylus with the device, the programmer worked with a known good stylus. It was also noted that the programmer failed the audio loopback test, as a result the display overlay was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the stylus port is bad. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).